Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found the pulse generator to exhibit loss of telemetry due to an integrated circuit anomaly. The device was also at end of life (eol) due to a normally depleted battery.

Event description:
Additional information, it was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced.